Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23july2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The unit would not calibrate. The manufacturer¿s field service engineer (fse) replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported touchscreen failure. There was no patient involvement.